Event description:
It was reported that the customer was hospitalized on (B)(6) 2015. Customer's blood glucose levels at the time of hospitalization 120mg/dl. The customer was wearing the insulin pump at the time of hospitalization. Customer was treated with intravenously. The customer stated that he felt nauseous like he had low blood glucose levels, however the glucometer showed that his blood glucose levels were over 500mg/dl. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.